Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the reported lot number was valid. Pharmacovigilance comment: the serious, unexpected event of hypoacusis was considered possibly related to the restylane lyft lidocaine treatment and unrelated to the restylane refyne treatment due to treatment location. The former treatment was applied to the temples and upper cheeks; whereas the latter was injected in the lips and marionette lines. Potential etiologies include herpes viral reactivation; the possibility of a vascular occlusion is less likely due to the time to onset from the treatment procedure and the absence of signs of ischemia in the temple or midface region. Serious criteria included disability and the need for medical intervention with steroids to treat the event to prevent permanent damage. Alternative etiologies include other viral infections, inflammation and immune disorders. There is insufficient information to confirm the cause of the event since there are many potential etiologies for hypoacusis. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005. Galderma laboratories, l. P. (Importer registration number: (B)(4) is submitting the report on behalf of q-med ab (manufacturer registration number: (B)(4).

Event description:
Case reference number: (B)(4) is a spontaneous report sent on (B)(6) 2019 by a physician which refers to a female aged 46-years. Additional follow up information received on 21-may-2019. No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot: 15711) to temples and upper cheeks (1ml on each side) and 1 ml of restylane refyne (lot: 15948) to marionette lines and lips, 0.5ml on each side (unknown injection technique and needle type). 13 days later, on (B)(6) 2019 at 6:30 pm, the patient experienced partial hearing loss to right ear (hypoacusis) as per hcp (previously hearing loss on the right side was reported). On examination no changes or problems observed. The physician/injector consulted with an ent. Treatment for the adverse event included unspecified steroid, 15 day taper as recommended by ent consult. No follow-up with patient since she started the steroids. The patient had completed the 15 days steroid taper but there was no improvement in the hearing loss. The patient visited the ent for follow up again approximately 1 month ago (apr-2019) and received intra-tympanic steroid injections given to right ear, still no improvement. The physician was unaware of any further tests, treatments or follow up appointments with this patient. No other causes identified for hearing loss and patient had no recent illnesses. The partial hearing loss on the right side only persists as per hcp. Outcome at the time of the report: partial hearing loss to right ear was not recovered/not resolved. Tracking list: v.0 initial. V.1 fu received on (B)(6) 2019: treatment details were updated. V.2 fu received on (B)(6) 2019: event coding changed to hypoacusis.

Manufacturer narrative:
Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product or quality problem and will not initiate a corrective or preventive action. Manufacturer comment: the reported lot number was valid. Pharmacovigilance comment: the serious, unexpected event of unilateral deafness was considered possibly related to the restylane lyft lidocaine treatment and unrelated to the restylane refyne treatment due to treatment location. The former treatment was applied to the temples and upper cheeks; whereas the latter was injected in the lips and marionette lines. Potential etiologies include (B)(6) viral reactivation; the possibility of a vascular occlusion is less likely due to the time to onset from the treatment procedure and the absence of signs of ischemia in the temple or midface region. Serious criteria included disability and the need for medical intervention with steroids to treat the event to prevent permanent damage. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Exemption number: e2015005 galderma laboratories, l. P. (Importer registration number: 1000118068) is submitting the report on behalf of q-med ab (manufacturer registration number 9710154).

Event description:
Case reference number (B)(4) is a spontaneous report sent on 21-mar-2019 by a physician which refers to a female aged (B)(6). No information about medical history, concomitant medication, history of allergies or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 2 ml of restylane lyft with lidocaine (lot 15711) to temples and upper cheeks (1ml on each side) and 1 ml of restylane refyne (lot 15948) to marionette lines and lips, 0.5ml on each side (unknown injection technique and needle type). 13 days later, on (B)(6) 2019 at 6:30 pm, the patient experienced hearing loss on the right side(deafness unilateral). On examination no changes or problems observed. The physician/injector consulted with an ent. Treatment for the adverse event included unspecified steroid, 15 day taper as recommended by ent consult. No follow-up with patient since she started the steroids. Outcome at the time of the report: hearing loss on the right side was not recovered/not resolved.